Event description:
An ophthalmic surgeon reported a pt's intraocular lens (iol) was discolored. It was reported the pt had bilateral iol implant surgery several days apart approx five years ago. The pt's other iol is clear and the same model iol was implanted in both eyes. It was reported the pt has glaucoma and has experienced a decrease in visual acuity, however, has had no change in intraocular pressure or visual field.

Manufacturer narrative:
The product was not returned for analysis. The device remains implanted. Results from the product history record review indicated the product met release criteria. There are no other complaints reported in this lot number.